Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An attempt was made to use one nc sprinter coronary balloon catheter during a procedure. It was reported that the balloon was unable to dilate during use. After removal and inspected it was found that the balloon was ruptured. The balloon was immediately replaced with another one, and no adverse effects were caused. No patient injury reported.

Manufacturer narrative:
Additional information: the device was inspected before use with no issues noted. Resistance was not noted while advancing the device to the lesion. The device was being used to post-dilate a non-medtronic deployed stent. The burst occurred before the required pressure was reached. The balloon was damaged/burst and could not be expanded. The burst/breakage occurred in the middle of the shaft. The device did not separate into two parts. The balloon was removed from the patient's body. The replacement balloon was another medtronic balloon. There were no issues with the replacement medtronic balloon, and the surgery went smoothly. There was no harm to the patient. Patient weight provided. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: the inflation pressure applied was within the normal pressure range. There was a partial inflation of the balloon. The balloon rupture occurred on the first inflation. The device was not moved or repositioned while inflated. Annex d code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.